Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not calculate the correct amount of insulin for a bolus that had been requested. Additionally, it was reported that the pump declared a "bolus not delivered" notification. There was no reported impact to the customer's blood glucose level. Reportedly, customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained and continued to use the pump for insulin therapy.